Manufacturer narrative:
E1 to be continued: zhejiang university school of medicine. Shangcheng districtthe investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported communication error displayed during maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement reported.